Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to ec322. Service evaluation verified the sensor error ec322. The cause was identified to be a failed lower link and the lower auxiliary was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a close door error. There was no patient involvement. No additional information is available.